Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." On (B)(6) 2017, the customer reported that the bg level was "back to normal" and that the type of infusion set used was to be discussed with a healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl). Insulin via the pump or injections were used to address the bg level. The cause of the high bg was thought to be due to either the pump or infusion set. The customer had started to use a different type of infusion set when the high bg started to occur. The customer had also been experiencing intermittent low bg levels (40 mg/dl) after correcting for the high bg. It was thought that due to using the pump and injections, an over-correction had occurred. Carbohydrates were consumed to address the low bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider.